Event description:
In (B)(6) 2010, a miniarc sling was implanted to treat for "urinary incontinence. It was reported that she now has pelvic pain," vaginal pain, dyspareunia, recurrent infections, and vaginal odor "that she associates with the mesh." It was also reported that, "her pelvic examination was not repeated today, but at her last visit there was no mesh erosion seen. On (B)(6) 2012 "removal of vaginal mesh" was done "due to dyspareunia and pain."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.